Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The device was implanted for 25 months and 15 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms, noise was observed in the ventricular channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. There was no indication of a device malfunction. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. Next, the ability of the device to deliver therapies was verified. The antitachycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of device malfunction.

Event description:
Ous MDR - after the rv lead was implanted for about 25 months, oversensing was reported. No adverse patient side effects have been reported.